Event description:
The user facility reported that the treatment was running for 90 mins when the bloodline completely collapsed and air was in the arterial line before the dialyzer. The venous chamber was still full of blood. The machine to give a tmp alarm. One circuit of blood was lost (approx 150-200 ccs). The pt was observed post-treatment for an add'l amount of time as a precaution. Blood work came back normal, and the pt did not experience any adverse effects or require medical intervention and was fine. The customers feels this event may have been caused by a blood clot at the pt arterial site. An on-site eval of the machine was performed and the failure could not be duplicated. All machine alarm functions were verified to be working as designed.

Manufacturer narrative:
A plant investigation is still ongoing and a supplemental report will be submitted upon completion. This medwatch report is associated with medwatch report 8030665-2013-00733.